Manufacturer narrative:
Corrected data: upon further review, it was learned that the specific suspect product endocoat has a confirmed lot number. Therefore, this correction MDR is being submitted. Brand name: healon endocoat. Model number: healon endocoat. Lot#: 027851. Catalog#: 57502000. Expiration date: 1/31/2021. UDI #: (B)(4). Device manufacture date: 2/14/2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The healon duet is not an implantable device. If explanted; give date: n/a (not applicable). The healon duet is not an implantable device. Device evaluation by MFR: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a surgeon observed ''white fiber'' when injecting healon duet pro ophthalmic viscosurgical device (ovd). The white fiber was removed by irrigation and aspiration. There was no patient adverse event reported by the surgeon. Through follow-up it was clarified that the doctor did not observe the white fiber inside of the ovd. However, when the doctor injected the visco device, he observed the white fiber in the patient's eye. Hence, the doctor concluded that the white fiber may have come from the healon duet pro. Doctor was able to remove the white fiber by irrigation and aspiration. The patient was fine post-op, surgery went well. It was noted there will be no product returned, and no debris available for evaluation.